Manufacturer narrative:
Additional information was received that there is no further course of action.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s scs system was not working. The physician believed the ipg was damaged after a non-device related surgery. The patient will undergo a revision procedure to replace the ipg.

Event description:
A report was received that the patient¿s scs system was not working. The physician believed the ipg was damaged after a non-device related surgery. The patient will undergo a revision procedure to replace the ipg.

Event description:
A report was received that the patient¿s scs system was not working. The physician believed the ipg was damaged after a non-device related surgery. The patient will undergo a revision procedure to replace the ipg.